Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID: 3889-28, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the ins was confirmed to have no longer been working. The patient decided to have the ins removed and the cause of the fragment of lead remaining implanted was due to the length of time the lead was in the patient. No further complications reported.

Manufacturer narrative:
Section 'concomitant' information references the main component of the system and other applicable components are: product ID: 3889-28, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient no longer had any parts of the device. The left lead was removed in its entirety and the right lead terminal ends were stripped without removal of the tines or electrodes. The cause of the stimulator no longer working was never determined. The cause of the fragment being left behind was because it was implanted too deep and the tines and electrodes became separated from the wire. It seemed to the patient like a bad product design. During explant, the right lead was grasped and gentle pressure was applied and there was significant resistance met with attempts at removal and upon removal, the wire was intact but the tines and electrodes were not removed with the wire. The patient noted they weighed (B)(6) pounds (while their hcp reported they weighed (B)(6) pounds). No further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Information was reported that the patient's implant was removed on (B)(6) 2018. The caller stated the patient lost efficacy and ins was no longer working. Both leads were removed however, part of one lead had a fragment that was left behind. No further complications were reported. No additional patient symptoms were reported.